Manufacturer narrative:
The test strips have been returned to lifescan for evaluation. The evaluation of the test strips have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Lifescan (lfs) has also requested the return of the meter for evaluation; however the patient has not returned the meter as requested. If the meter is returned , lfs will evaluate it and informed FDA of those findings in a supplemental report. At this time, lfs considers this matter closed.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the test strips were tested and the primary complaint was not confirmed; however, a secondary issue was noted were an er4 was observed with control solution testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay-user/patient's pharmacist contacted lifescan from (B)(4) alleging an error 2 issue with a one touch verio pro meter. The patient's pharmacist did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's pharmacist claimed that the meter had an error 2 issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's pharmacist did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.